Event description:
Additional information provided by hcp indicates this valve was explanted due to mitral valve degeneration with critical stenosis. Patient was reported as stable. Device was not available for evaluation

Manufacturer narrative:
The reported device was not returned to manufacturer and multiple attempts to obtain further information have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.

Manufacturer narrative:
No updates.

Event description:
Edwards received information that a mitral pericardial valve of unknown sign was explanted due to unknown reasons. The implant duration is believed to be approximately four (4) years. The device will not be available for evaluation as access to it has been denied. Requests for additional information have not been successful. No adverse events reported following re-op.